Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine investigation confirmed the reported fault of the device switching itself on. The investigation did not, however confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically.